Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked reservoir tube. The numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that while trying to bolus, she could not get the number to scroll up because the button was not working. Customer's blood glucose was 256 mg/dl at the time of the incident. Customer stated that she works out and the pump gets wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.